Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification shows minimal electrode erosion with contamination/discoloration on screen and scratch/scuff marks on the spacer and cap. Additionally the cap got misaligned with the shaft. The wand could not be functionally tested because the cable got cut off. The suction line did not work. The line is clogged a distal end. The complaint was verified as the device's tip was damaged. The root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: 1) coming into contact with a metal object such as a cannula. 2) mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2036042 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Without the reported product a fully visual evaluation and functional cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: the tip of the device could have came into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Without the reported product a fully visual evaluation and functional cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: the tip of the device could have came into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the distal end of the device detached spontaneously. It is unknown if there was a delay or back up available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Additional information on event description.

Event description:
It was reported that during shoulder arthroscopy procedure the distal end of the device detached spontaneously. The device broke in the patient but the ends remained attached to the device so there was no piece to remove from the patient. No delay and a back up was available to complete the procedure. No patient injury was reported.